Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.0/6.0/025 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. The lens remains implanted. Status of the eye is normal ac/ normal pupil size/ v. High astigmatism. " it is a 5y post pkp case a pre-op corrected vision reaches 20/20, follow up done over 2 months with stable ref. Of 0.0/-8.0/ax 105." Cause reported as unknown.

Manufacturer narrative:
Additional/corrected data: b5: "the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.00/6.0/015 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise and prk was performed. The lens remains implanted. The problem was not resolved. The status of the eye was reported as "normal ac/ normal pupil size/ v. High astigmatism". Additional information reported was "it is 5y post pkp case with a pre op corrected vision reached 20/20. Follow up done over 2 months with a stable ref of 0.0/-18.0/ax 105 although the left eye done with an excellent result." The cause of the event is unknown. Claim#: (B)(4).